Event description:
Unit was returned for testing. Unit received in used but good condition. Internal components were in good condition. The unit in question is within manufacturers' specifications. The alleged incident reported could not be duplicated, o2 was delivered from the unit to specifications.

Manufacturer narrative:
The unit is currently being requested for return. If the company receives the unit for testing or any new information regarding this incident, a followup report will be submitted.

Event description:
The company was informed on march 15, 2017 of an adverse event that occurred on (B)(6) 2017. The incident was described as follows: a stroller portable liquid oxygen concentrator was filled and taken out of the house. While the users were out, the oxygen flow stopped. The unit was being used by an infant, who proceeded to look hypoxic. The family returned home immediately and connected the infant to the base unit.